Event description:
It was reported that the axiom iconos r200 system continued tilting movement even after the joystick was released. This issue was noticed by siemens local service engineer, (B)(4), during regular system maintenance. A defective joystick was identified as root cause. The customer stated they also noticed this issue but neither reported it to siemens nor requested the joystick to be replaced. There are no injuries related to the event. The reported event occurred in (B)(6).

Manufacturer narrative:
According to the operator manual axd3-340.620.14.01.02, a red emergency stop push button is available to the operator to stop all unintended device movements.